Manufacturer narrative:
E1: (B)(6). H11:updated contact information, contact office entity, and manufacturing site. H10: insufficient information is available to determine the resolution of the event. It was note that the quote provided to the customer had expired, and no further actions were performed for the event. It could not be confirmed if the customer replaced the specified part or if the issue was resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00211. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a depleted battery. It was unknown how the issue was found. No patient or user harm reported. Investigation is ongoing.